Event description:
During ureteroscopy procedure, karl storz ureteroscope was bent and not workable. Continued the procedure withother instruments and the dr experienced difficulties with a stone basket. Pt was re-schedules the next week and stone(s) was removed with no problem.although our device did not directly result in the additional procedure, to be on the safe side, we are reporting this alleged incident as MDR.